Manufacturer narrative:
The unit was received with all of the buttons responding properly. The keypad traces and the keypad connector were inspected and no anomalies were found. The unit had minor scratches on the lcd window. (B)(4).

Event description:
The customer called in to report a keypad anomaly. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 123 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.